Event description:
It was reported that during a prostate procedure "the fiber cap detached at 35799j". Unknown if cap detached inside patient. A second fiber was used to complete the case. Patient outcome: "no injury to patient reported".